Event description:
It was reported that the pt experienced a lack of pain coverage despite increases in dosage with the medication. The distal end of the pt's catheter had failed. A catheter dye study and an MRI were both performed but the results were not given. The catheter was replaced. After the catheter replacement procedure, the pt returned a few days later and was hospitalized for an unspecified reason. The pt had stated that they had "issues" with their pt programmer, but was working at the time of the pt's hospitalization. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4). The catheter has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.